Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that on (B)(6) 2023, patient stated they entered in the emergency room because they had no feeling on their right side. In the emergency room they requested an MRI, so patient requested for an appointment to remove the device for (B)(6) 2023. After that they had another appointment to have their MRI, and that was when a different doctor found metal underneath the installation suggesting that it was left from the previous procedure. They had another procedure to  remove the remaining metal and another device was installed on (B)(6) 2024. The patient was redirected to their healthcare provider to further address the issue. Additional information was received as previous information received from the patient on 2024-apr-29 was clarified. They entered at the ER on 09/11/23 because they had a cervical spine fracture and because they weren't able to feel their right side. In the ER they went directly to patient's neck and a MRI was requested, but patient mentioned they couldn't have an MRI since the patient had a lead inside them. Patient requested an appointment with their doctor to remove the leads for 11/2023. Then they had the procedure done to remove the lead. After that the same doctor requested a x-ray test and they found metal left underneath where the installation was. Patient suggested that it was left from a previous doctor's surgery. After that, they had another surgery to remove the metal left and they installed another device on 04/2024. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Upon further investigation, it was determined that fdd code a150207 does not apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.